Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor is broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states the femoral impactor is broken. The investigation confirmed that the impactor had broken as reported. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on (B)(6)2014. This device is from an annealed batch. A field safety notice was issued in (B)(6) 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-003835 has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.